Manufacturer narrative:
Product was not received by manufacturer for evaluation at this time. Investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.

Event description:
The event is reported as: during intubation the anesthetist noticed that there was a hole on the device. Another tube was used successfully. No pt injury reported.